Manufacturer narrative:
Based on results of the investigation performed by quality control dept, the complaint was confirmed. The surface of the masks turned sticky due to migration of some materials in the pvc compound, (B)(4), used in the mfg of oxygen masks. The lubricant ((B)(4)), secondary plasticizer ((B)(4)), and primary plasticizer ((B)(4)) migrated to the mask surface making it sticky. According to (B)(4), compound (B)(4) was tested and it met (B)(4) requirements for cytotoxicity. The investigation confirmed that a total of (B)(4) had a similar reaction (migration of components). These batches of pvc were used in the mfg of several oxygen mask products already in the market, which were produced from (B)(4) 2010. A (B)(4) historical review of complaints revealed no similar reported complaints or adverse events due to sticky masks on the (B)(4). (B)(4).

Event description:
Reported by the complainant as follows...the customer complained that the mask's glue was on the inside and outside of the mask.